Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extension tubing was also returned. No blood was observed inside the iab catheter. Two kinks were found on the catheter tubing approximately 68.3cm and 75.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extension and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although the iab pumped normally in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
An internal review of intra-aortic balloon (iab) pump complaints has determined that the following adverse event reported on MDR 2249723-2017-00002 also involved the iab catheter in this event which was not previously reported on MDR. As a result, this case is being reopened and reported now. There was a reported death that was not attributed to the device. There was no iab malfunction.